Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2007) is considered to be a best estimate. This supplemental emdr represents the mesh - ventralex (device #1). An additional supplemental emdr was submitted to represent the mesh - composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and ventralex on (B)(6) 2007 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is also alleged that the patient sustained unspecified injuries on (B)(6) 2011. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ attorney also alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated ventral and umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per op notes, ¿a large ventral hernia sav was identified with incarcerated omentum. The sac was dissected and opened. The incarcerated omentum was reduced. The sac was excised. A small umbilical hernia sac was identified and excised. Both defects were connected. A ventralex mesh (device #1) was placed using prolene sutures.¿ (B)(6) 2011 - patient was diagnosed with incarcerated recurrent umbilical hernia thereby underwent laparoscopic repair with excision of ventralex mesh (device #1) and implant of composix kugel (device #2). Per op notes, ¿the prior mesh (device #1) was noted with adhesions. The adhesions were lysed, and the old mesh was excised. The hernia sac was identified and dissected. A composix kugel mesh was placed, sutured and stapled.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol composix kugel hernia patch (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and ventralex on (B)(6) 2007 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is also alleged that the patient sustained unspecified injuries on (B)(6) 2011. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ attorney also alleges that the patient experienced emotional distress and the device was defective.